Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time due to the part(s) being on back order due to a global product hold. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered user interface printed circuit board assembly (ui pcba) aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
H10: the unit was later sent to bench repair and the user interface (ui) printed circuit board assembly (pcba) was replaced. Bench repair replaced the ui pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint that the customer has a v60 device, and it turns on by itself. The customer reported that the unit was turned off, and it powered on by itself a while later. The device was not in use at the time the reported event occurred. There was no report of patient or user harm. The remote service engineer evaluated the device with the customer and recommended replacement of the user interface (ui) pcba. The part ID was provided. The customer will order a ui pcba and repair the unit.